Event description:
The agility 14 was utilized to access a middle meningeal artery meningioma for embolization. The wire was used through an unnamed catheter. Upon withdrawal of the wire, slight resistance was felt but wire was removed. Embolization particles were introduced through the catheter. Upon withdrawal of the catheter, it was recognized that the tip of the agility 14 remained in the artery in the region of the embolization. Inspection of the wire on the sterile table revealed that the tip of the wire was not intact. Attempts were made to snare the detached tip of the wire, but were unsuccessful.

Manufacturer narrative:
The account indicated that the procedure was straight forward. There were no issues delivering the device to the site, and no add'l torque was applied to access the site. The distal tip of the agility guidewire was placed distal to the site in a small branch that was not at an angle. During removal, it was difficult to remove from the site, but with some manipulation, the guidewire was removed. However, once the guidewire was outside the pt, the reported event was noted. No further info was available including pt info, and vessel and lesion characteristics. The product was received for analysis, but the analysis has not been completed. Add'l info will be submitted within 30 days.